Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15845429/15845429.

Event description:
It was reported that the patient was experiencing discomfort and had inflammation at the pocket site. It was also stated that the patient was experiencing inadequate stimulation and was reprogrammed. The patient had battery site infection and underwent an explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.